Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information was provided by the reporter during subsequent follow-up. It was clarified that this device was the spare device. There was no alleged malfunction against this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event it was reported by (B)(6) that during a distal femoral nail (dfn) surgical procedure, it was observed that there was an abnormal sound coming from the radiolucent drive device while in use with the battery handpiece device, adaptor device and two drill bit devices. It was further reported that the cutter device stopped rotating during drilling from the proximal locking. There was a delay of five minutes to the surgical procedure. A spare device was used to complete the proximal locking. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that there were no alleged malfunctions against the battery handpiece device and adaptor device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.